Event description:
A discordant, falsely low sodium result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated in duplicate on the same instrument and resulted higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced integrated multisensor technology (imt) port value, imt tubing, sample pinch value, imt pump, imt module assembly, pump solenoid, and rotary value.the cse primed and calibrated the system, ran quality controls and all was within specification. The cause of the discordant, falsely low sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.